Event description:
It was reported that during a laparascopic nissen procedure, the instrument worked at first, but then stopped working later in the procedure. The device was tested and found to be working , but then just stopped working again. It was not reported how the case was completed. No patient consequence reported.